Manufacturer narrative:
Zimmer biomet complaint (B)(4). One bellatek bar was returned for evaluation. A visual inspection revealed that the bar was fractured through the left distal of the cylinder. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e information identified: potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The DHR was reviewed. There was no evidence of any unauthorized deviations or non-conformances. The bar was milled within the tis 536 and g01.15.28 requirements. The bar was milled per the work order and design requirements. The bar design was reviewed and approved by the customer. A root cause for the complaint could not be determined. Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. (B)(4). Expiration date is n/a. Reporter's last name not provided/unknown.

Event description:
It was reported that the bar (csp03) fractured at the distal end. The customer will place a remake and remove the bar to send back.